Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'they started mgso4 - 5 g intravenous (IV) in 5 hours at around 11:00 am on (B)(6) 2021. Around 3:00 pm, while going to change a basic solute, they noted that the patient received only about 50 ml of mgso4. The bag of mgso4 was correctly positioned on the rod for secondary programming as a program on the pump. The mgso4 and basal fluid tubing were not clamped, but the mgso4 bag was still plain. The pump indicated that there was 1 hour left in the medication and that it had received almost the whole bag, as if it had passed well. The pump did not ring either.' Could not be reproduced during evaluation. A review of the event history log was performed and shows 'on (B)(6) 2021 a flow rate of 5 ml/hr at 2:29 and flow rate of 10 ml/hr at 11:48. Output volumes of 865 ml/hr at 2:29 and 937 ml at 14:29 are in alignment with input flow rates.' The reported condition was not verified. Evaluation found the device passed flow testing, the allegations of infusion stopping when not intended without alarm, and low flow output were not confirmed. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an under infusion. It was stated that the issue was mgso4-5g was started and then after a couple of hours it was noted that the patient received only about 50 ml of mgso4. The bag of mgso4 was correctly positioned on the rod for secondary programming as a program on the pump. The mgso4 and basal fluid tubing were not clamped, but the mgso4 bag was still plain. The pump indicated that there was 1 hour left in the medication and that it had received almost the whole bag, as if it had passed well. The pump did not ring either. The event happened during delivery at the intermediate care. There was no report of patient injury or medical intervention associated with this event.. No additional information is available.